Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was possibly under reporting atrial arrhythmias. The device remains in use. The patient's right atrial (ra) lead exhibited occasional atrial undersensing and high thresholds, along with small p waves. The ra lead was replaced. No patient complications have been reported as a result of this event.